Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body (light blue) of the minicap transfer set. The event was further described as ¿the dark blue portion separated from the light blue main body." This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and main body of the twist clamp. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.